Event description:
Part/interface does not engage.

Event description:
The initial report did not have the correct event type documented, the correct event type, injury, is provided in this follow up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, injury, is provided in this follow up report.